Event description:
A patient's death was reported. The patient had a pump implant (B)(6) 2012 and the following day the patient "coded" at home and was transported by ambulance to the emergency room. The patient was in the intensive care unit with respiratory arrest, unresponsive and had no brain activity. Per the hcp's request the pump was interrogated and turned down to minimum rate as the patient was unresponsive and had no brain activity. Per the reporter after the implant the doctor asked for a bolus to be given at the end of the priming bolus. He checked all of the numbers and calculations on the programmer and hit update. The cause of death was reported to be complications due to morphine overdose, hypertension and obesity. It was unknown if the cause of death was device related. The pump was used to deliver infumorph, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown. (B)(4).